Event description:
Consumer claims to have been pierced with inverness ear piercing system at a retail vendor. A few days later she sought medical attention for an infecton at the ear piercing site and was prescribed antiobiotics.